Event description:
It was reported that an MRI was being done to rule out a catheter clot. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n245010, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).